Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found worn tip clamps and plunger clamps. Fse replaced tip clamps in position #3, 7 and 11 and plunger clamp in position 11. Fse also verified alignment and calibration of x-arm. The instrument was tested without further problem and was returned to expected operation.